Event description:
Subsequent to the initial MDR, data investigation was completed. No performance data was found in the dexcom cloud for this user event. Based on the cgm performance provided by tandem, the following summarizes the cgm data for the time of interest. The backfill cgm values, which occur during temporary signal loss events, were not provided in the tandem report, and therefore have been excluded from the data. For glucose alerts and technical alerts, the audio volume was not available. Correspondence from tandem indicates that audio alerts for the pump started out as vibration and progressed to 50 percent then 100 percent audio volume. On (B)(6) 2024 at (B)(6) a new sensor session was started by the user. At (B)(6) , the warmup period completed and the first estimated glucose value (egv) of 160 mg/dl was logged. Between(B)(6) and (B)(6) the users egvs fluctuated between 160 mg/dl and 82 mg/dl but remained within target range. At(B)(6) the user egvs hit 73 mg/dl and the user received a low glucose alert which was acknowledged. At (B)(6) , the user egvs hit 53 mg/dl and the user received an urgent low glucose alert which was acknowledged. At (B)(6) the user egvs hit 66 mg/dl and the user received a low glucose alert which was acknowledged. At (B)(6) the user egvs hit 53 mg/dl and the user received an urgent low glucose alert which was not acknowledged. On (B)(6) 2024 between (B)(6) and (B)(6) , the user¿s egvs remained below target range and the user received several low glucose and urgent low alerts as the egvs fluctuated between 49 mg/dl and 77 mg/dl. None of these alerts were acknowledged by the user. At (B)(6) the alerts cleared as the egvs rose past the low threshold and continued to rise. At(B)(6) , the users egvs rose above the high threshold to 202 mg/dl and the user received a high glucose alert. This alert was acknowledged by the user at (B)(6) . Between (B)(6) and (B)(6) the egvs continued to rise until reaching a maximum of 295 mg/dl at (B)(6) . At that point, the egvs began to decrease. Between(B)(6) and(B)(6) the users egvs decreased from 286 mg/dl to 205 mg/dl. At (B)(6) , the high alert was cleared when the egvs decreased below the high threshold. The users egvs then remained within in target (199 mg/dl ¿ 113 mg/dl) for the remainder of the day. On (B)(6) 2024. Between (B)(6) and(B)(6) the users egvs remained within target (110 mg/dl ¿ 194 mg/dl). At (B)(6) , the user¿s egvs hit 200 mg/dl briefly and the user received a high glucose alert. This alert was cleared 5 minutes later when the egvs fell below the high threshold. Between (B)(6) and (B)(6) the users egvs continued to decrease and remained within target (199 mg/dl ¿ 81 mg/dl). At (B)(6) , the users egvs hit 78 mg/dl briefly and the user received a low glucose alert. This alert was cleared when the egvs rose above the low threshold. Between (B)(6) and (B)(6) users egvs remained within target range (81 mg/dl ¿ 129 mg/dl). At(B)(6) , it was noted that the user attempted to load an insulin cartridge into the pump and there were noted to be four instances of tube fillings. Afterward, the patient suspended and resumed the insulin delivery multiple times and resumed it for the final time at (B)(6) . At (B)(6) , the user¿s egvs hit 80 mg/dl and the user received a low glucose alert. This alert was acknowledged by the user. At (B)(6) , the user¿s egvs hit 51 mg/dl and the user received an urgent low alert. This alert was acknowledged by the user. The tandem report also adds that the cgm readings momentarily recovered reaching a high of 54 mg/dl at (B)(6) before falling again with the remainder of cgm readings being below 54 mg/dl. Control-iq reduced basal deliveries appropriately while cgm readings were available. The final available readings were at(B)(6) displaying on the pump screen ¿low¿. At (B)(6) , cgm fixed low alert was cleared. At (B)(6) , pump control mode was changed to open from closed loop. At (B)(6) , alert for ¿control-iq low¿ was cleared. At (B)(6) , basal deliveries were changed to 0.3 u/hr. At (B)(6) , no readings alert was activated. At(B)(6) , no readings alert was cleared. At (B)(6) , a cgm sensor failed alert activated. Confirmation of the allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) .

Event description:
It was reported that an adverse event occurred. The patient was started on a tandem pump and dexcom g7 sensor on monday, (B)(6)2024. Prior to that, she had used a medtronic pump system. On wednesday, (B)(6) 2024 at 6:00pm her son received a low notification for a cgm value around 50 mg/dl on his dexcom follow app. After the urgent low alert, he did not receive any further notifications. The son reportedly lives out of state and did not call the patient or have her checked on until the following morning. On (B)(6) 2024, the son called a neighbor to check on her. She was allegedly found unresponsive with evidence of seizing. She was transported to the hospital where she was placed on end-of-life care and passed away on (B)(6) 2024. Follow up contact was made with the inpatient physician assistant diabetes provider on (B)(6) 2024. The pa noted that stroke had been ruled out; however, it was reported that the patient sustained brain damage. The pa reported that she reviewed the tandem pump download and noted that the patient had received "cgm unavailable" alerts a few hours before receiving the urgent low alert. The pa described that the pump suspended insulin delivery with the urgent low; however, the sensor eventually failed at 9:00pm on (B)(6) 2024 causing the pump to revert to an open loop insulin delivery. There was reportedly evidence of button pushing on the pump and a manual stop. The pa suspected user error. The report notes the patient was reported to have been showing signs of cognitive decline over the past year. The family requested an investigation of the cgm. Attempts by dexcom to contact the son for more details about the event and to obtain an address to set up return of the cgm for investigation were unsuccessful. Tandem pump data investigation is in progress and will provide additional information when investigation by tandem is complete. No cgm product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.